Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported catheter displayed noisy signals. Issue was resolved after the catheter was replaced. Procedure was completed without any patient consequences. On (B)(6) 2014, additional information received stated signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. Noise occurred on both carto and the recording system at the same time. The physician was unable to interpret neither the bs nor the ic recordings. Due to this, the awareness date for this event is reset to (B)(6) 2014.

Manufacturer narrative:
(B)(4) during an atrial fibrillation (afib) procedure, it was reported catheter displayed noisy signals. Issue was resolved after the catheter was replaced. Procedure was completed without any patient consequences. The additional information received stated signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. Noise occurred on both carto and the recording system at the same time. The physician was unable to interpret neither the bs nor the ic recordings. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.